Event description:
It was reported that a patient lead alert occurred for low impedance on the right ventricular (rv) coil. Impedance dropped to 19 ohms. The doctor removed the right ventricular lead due to an insulation failure. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a patient lead alert occured for low impedance on the right ventricular (rv) coil and the impedance dropped to 19 ohms. It was further reported that there was a suspected insulation failure. The right ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was a white substance found on the exposed defibrillator coil, there was a white substance found on the outer overlay tubing, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism. Apparent explant damage. It was also noted during analysis that no cracked insulation was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.